Manufacturer narrative:
The customer reported two potentially associated lot numbers: ur17c25028 and ur17c31018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link catheter extension set disconnected from the luer lock. The reporter stated that this occurred when a nurse was discontinuing an IV and was attempting to unscrew the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, however a companion sample for lot number ur17c31018 was received and evaluated. A batch review was conducted for lot number ur17c31018 and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the separated components between the tubing and luer lock assembly. Dimensional inspection was performed with no issues noted. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.